Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The patient also alleged of having nodule in the lungs.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused of having nodule in the lungs and visualization of particles. There was no medical intervention required by the patient. The reported event of nodule in the lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has no further investigation can be performed. If any additional information is received, a follow up report will be filed.